Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year 10 months. The patient remains ongoing on lvad support; however, a portion of the percutaneous lead was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017, several low speed advisory and pump stop alarms were produced, as well as a driveline disconnect alarm. The alarms occurred while the lvad system was on power module support. No clinical symptoms were reported. Review of the submitted log file and x-rays by a representative of the manufacturer's technical services team confirmed multiple pump stoppages and speed decelerations greater than 200 rpms below the low speed limit. Review of submitted driveline x-rays revealed some minor areas of concern near the distal end bend relief. On (B)(6) 2017, a percutaneous lead (driveline) replacement was performed. Post-replacement, the patient sat up in bed while the lvad system was connected to the power module, and a pump stoppage occurred. The plan was to have the patient utilize an ungrounded power module patient cable while additional treatment was discussed. It was reported that the patient was not a transplant candidate. No additional information was provided.

Event description:
Additional information: it was reported that on (B)(6) 2017, a low speed advisory alarm occurred. The system controller history interrogation revealed three low speed advisories and one pump off, all at 1857 on (B)(6) 2017. The lvad system had a known driveline fracture and is supported with an ungrounded power module patient cable. A representative of the manufacturer's technical services team reviewed the log file and confirmed the one pump stoppage occurred while on power module support. The x-rays were not submitted to the manufacturer, but were reported by the center as inconclusive and unclear. On (B)(6) 2017, the patient received a pump exchange.

Manufacturer narrative:
Device evaluation: the replaced external portion of the driveline and the explanted pump were returned for evaluation. The evaluation of the explanted pump confirmed a driveline wire compromise that would have contributed to the reported interruptions in pump function. Approximately 17 inches of the external portion/distal end of the driveline was returned. Continuity and hipot testing performed did not identify any breaches to the wires that would have resulted in the reported event. The pump was returned assembled with the driveline severed approximately 10 inches from the pump housing and the severed portion of driveline, measuring approximately 29.5" in length, was returned in two portions, a 7¿ portion and a 31¿ distal end portion. The sealed inflow conduit, the sealed outflow graft, and outflow graft bend relief were not returned. Continuity and hipot testing were performed on the 29.5 inch distal end repair which did not identify any breaches to the wires that would have resulted in the reported event. Electrical continuity testing of the 10 inch pump end portion of driveline revealed that all wires were electrically intact. No shorts or discontinuities were found during the electrical continuity testing. The shielding and bionate were removed, and examination of the underlying wires revealed an insulation breach in each of the orange, yellow, and brown wires approximately 6 inches from the pump housing. The conductors of the three wires were exposed. The insulation breach of the wires appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the driveline in this area. There was no evidence of mechanical damage such as crushing or pinching. The breaches in the wires would have interrupted function as a result of the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the power module. The disruptions in the wires could have also interrupted function as a result of a phase to phase short if the exposed conductors from the wires made direct or simultaneous contact with the braided shield if the device was supported by batteries or the ungrounded patient cable. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.